Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro devices malfunctioned. A piece of the c-ring on one device was sticking out and would not retract. The c-ring on the second device broke off and fell into the pt. The piece was retrieved through a 2cm incision that was made in the lower leg near the ankle. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: device 1 - the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A functional test was performed on the device and the c-ring slider was actuated to extend and retract the c-ring assembly. The c-ring extended and retracted without difficulty. The device was tested again using a reference endoscope. The c-ring slider was actuated to extend and retract the c-ring assembly and performed according to device specifications. Based upon the eval results, the reported complaint could not be confirmed for c-ring failure to retract. Device 2 - the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring had broken in half. All pieces were returned. The reported failure is consistent with the application of heat from the hemopro tool. Based upon the eval results, the reported complaint was confirmed for c-ring break. (B)(4).